Event description:
In 2000, the MFR's representative received a medwatch report (uf/dist report #340010-2000-0030) inside the mailing envelope with an explanted device. The medwatch report stated the following: left subclavian port-a-cath fluoro done. It showed contrast extravasation along the proximal aspect of the left subclavian vein port-a-cath. No further details were provided.